Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to lead implant, the lead helix would not deploy. The lead was not used. The patient condition was stable.